Manufacturer narrative:
H6: type of investigation, investigation findings and investigation conclusion codes h10/11: device evaluation summary - ¿ the device evaluation showed the following: o the deployment knob had been removed from the catheter. O the device had been deployed off the catheter. O the leading end of the catheter had separated from rest of the catheter. O the leading end of the catheter had pulled out of the trailing olive bond. O there was evidence the leading end of the catheter had been bonded at the trailing olive. ¿ the findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The report that the graft was still inside the sheath could not be confirmed because the introducer sheath was not returned for evaluation. ¿ the gore® excluder® aaa endoprosthesis instructions for use (IFU) clearly states: o while maintaining the delivery catheter in position, withdraw the introducer sheath and visually verify that the leading end of the introducer sheath is below the distal contralateral leg radiopaque marker. O do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. O do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. O do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. O do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. ¿ the cause for the catheter breakage could not be determined with the available information.

Manufacturer narrative:
H6: type of investigation, investigation findings and investigation conclusion codes added g3/g4, h1/h2 added component code to h6 and conclusion code. H10/11: device evaluation summary - ¿ the device evaluation showed the following: o the deployment knob had been removed from the catheter. O the device had been deployed off the catheter. O the leading end of the catheter had separated from rest of the catheter. O the leading end of the catheter had pulled out of the trailing olive bond. O there was evidence the leading end of the catheter had been bonded at the trailing olive. ¿ the findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The report that the graft was still inside the sheath could not be confirmed because the introducer sheath was not returned for evaluation. ¿ the gore® excluder® aaa endoprosthesis instructions for use (IFU) clearly states: o while maintaining the delivery catheter in position, withdraw the introducer sheath and visually verify that the leading end of the introducer sheath is below the distal contralateral leg radiopaque marker. O do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. O do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. O do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. O do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. ¿ the cause for the catheter breakage could not be determined with the available information.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an intrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The trunk-ipsilateral leg had been deployed to the contralateral gate, which was then cannulated, and a contralateral leg endoprosthesis was deployed. After the delivery catheter of the contralateral leg was withdrawn, the physician remarked on a visible density at the tip of the sheath, which remained in the patient. There had been no difficulty removing the delivery system. It was determined that the leading olive from the delivery catheter was on the guidewire and at the tip of the 12french dryseal sheath. The physician was able to manipulate the olive down the sheath but was concerned about pulling it completely out and potentially losing wire access. He decided to do a cutdown on the femoral artery to retrieve the olive. This was done successfully with no adverse effects to the patient.